Manufacturer narrative:
H.6. Investigation: DHR review was not performed since the lot number associated with this account was unknown. Received one q-syte assembly with no packaging material along with a miscellaneous ext. Set. Visual/microscopic examination: damage (tear) was observed on the slit of the top septum disk damage (tear) was observed on the column wall no damage was observed on the slit of the bottom septum disk (dissected after water-leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end the q-syte unit and performed the test: no leakage was observed on the unactuated position. Leakage was observed on the actuated position, the unit leaked through the column tear and out the vent hole. Note: photos received revealed the unit received condition but did not portray additional evidence. A definite source that caused damage to the top slit and the column tear (which could have contributed to the leakage) could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device leakage occurred from the q-syte. Foreign complaint the following information was provided by the initial reporter, translated from to japanese to english: the q-syte was connected with the cv adopter and ex-tube(3rd party) was connected there. Gave the infusion to the patient 40ml/h by infusion pump. 1 week later, leakage occurred from the q-syte.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device leakage occurred from the q-syte. Foreign complaint the following information was provided by the initial reporter, translated from to (B)(6) to english: the q-syte was connected with the cv adopter and ex-tube (3rd party) was connected there. Gave the infusion to the patient 40ml/h by infusion pump. 1 week later, leakage occurred from the q-syte.